Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited no sensing, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.